Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead, exhibited high out of range shock impedance measurements. Review of device memory revealed that the out of range measurements began approximately two days post implant. Boston scientific technical services (ts) discussed troubleshooting options. The patient was seen in clinic. High out of range measurements were observed in all programmed configurations. The physician suspected a loose setscrew. A revision procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Subsequent information was received that a revision procedure was performed. Upon reopening the pocket, the distal df-1 pin for the rv lead pulled out of the header. The physician reinserted the lead pin into the header and tightened the setscrew. All lead measurements were then within an acceptable limit. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.